Manufacturer narrative:
(B)(4). Batch # m90h58. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; no scissored clips were formed. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported incident. However, no conclusion could be reached as to what may have caused the premature lockout. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m91d0k.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device jaws upon loading. When some clips were finally able to be fed into the jaws correctly, they would scissor on the cystic duct and/or artery. It is not believed the device was used on a cholangiogram catheter. There were no patient consequences reported.